Event description:
In (B)(6) 2009, pt underwent a bilateral tmj implant surgery with the biomet. Pt's left side was extremely painful and swollen after surgery. Several weeks later, the pt experienced the most incredible facial pain. As a result of the surgery the pt endured nerve damage to the trigeminal nerve, the 5th cranial nerve. Pt underwent a second surgery to remove and replace the left implant device. Unfortunately no remedy to the nerve damage could be done. Pt today feels numbness on left side, constant pressure on left eye cranial side, and continues to live in pain.